Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume infusors were leaking from the central injection port. This issue was discovered in the drug storehouse prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: lot #, h3, h4, h6 and h10: h4: the device was manufactured from january 13, 2021 - january 14, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the quantity of the affected product is one (1), previously submitted as two (2). H4: the correct device manufacture date is "december 14, 2020 - december 15, 2020", previously submitted as "january 13, 2021 - january 14, 2021". Should additional relevant information become available, a supplemental report will be submitted.